Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between september 26, 2022 ¿ september 27, 2022. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a leak from the bladder crimp inside the device¿s bottle was observed. The reported condition was verified. The cause was determined to be related to the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the bladder. This occurred 48 hours after the initial patient infusion. The expected infusion time was 120 hours. The device contained fluorouracil (5-fu) and normal saline as diluent having a total volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.